Event description:
28 year old male with history of nicm presented with acute on chronic decompensated hf. 10/17 implant of impella 5.5 via right axillary xartery as bridge to transplant. 10/21 purge reservoir noted to be leaking. No impact on device function. 11/8 underwent transplant with explant of impella 5.5 and ECMO without incident. During impella 5.5 support, a leak was observed at the purge sidearm. No action was taken in response to this observation. Patient support continued inti the patient received a heart transplant. There were no adverse events

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b7. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of fluid leak from side arm cannot be determined since no product was returned and insufficient clinical details were provided.